Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. Corrected fields: g2 - report source. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the glue of the objective lens peeled off was caused by stress of repeated use, external factors, or handling. The inspection method for the suggested event is described in the operation manual: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the tip of the objective lens had adhesive peeling. There was a pinhole on the universal cord and the distal end rubber causing water tightness to be lost, the adhesive on the distal end rubber has a chip, there was a dent on the bending tube so bending angle in the up direction is not up to standards, the charged coupled device has damage causing the image to have white dots, the video connector is deformed, the light guide cover glass has a scratch, and there is damage on the control section causing angulation lever to not move smoothly. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope exhibited that the tip of the objective lens had adhesive peeling. There were no reports of patient involvement.